Event description:
During remote follow-up, premature battery was observed. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement level. Review of session record indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation under various pulse amplitude found current levels within normal range and no evidence of premature depletion detected. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.